Manufacturer narrative:
Full initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint #: (B)(4). Device discarded.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, 2 iabp catheters were place in the same patient. The fiber optics were defective in both catheters and an fiber optic sensor alarm occurred. To be on the safe side, the user decided to exchanged both devices to rule out that it is not due to the devices. One catheter has been eliminated, the other catheter is to be picked up for a follow-up check. There was no reported injury to the patient.